Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint receive with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted on the returned distal portion at 2.6-2.9 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. (B)(4).